Event description:
Reference number: (B)(4).

Manufacturer narrative:
This event was already reported under mfg report number 8010762-2021-00451, mcp ref. 504340. Therefore this report mfg report number is closed. This event was already reported under mfg report number 8010762-2021-00451, mcp ref. 504340. Therefore this report mfg report number 8010762-2021-00514 is closed.

Manufacturer narrative:
The hl20 on/off switch for the monitor was intermittently stuck in the "on" position despite being pushed off. The hl20 unit would sometimes boot with the scp on but eventually would click back into the set position, turning off the monitor and stopping the arterial pump. A getinge field service technician will be sent for investigation of the device. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
The hl20 on/off switch for the monitor was intermittently stuck in the "on" position despite being pushed off. The hl20 unit would sometimes boot with the scp on but eventually would click back into the set position, turning off the monitor and stopping the arterial pump. Reference number: (B)(4).